Manufacturer narrative:
MFR's report date: 01/19/2011. (B)(4). Sample involved in this event will not be returned as the customer has indicated that they have discarded it. No failure investigation could be performed.

Event description:
The user reported, a leak from the base of the burette during a blood transfusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.